Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of damaged jar was confirmed. As received, the patch jar had a 5.6" crack along the side of the jar, and extended by 2.1"(a) across the bottom of the jar. The bottom of the jar also had three other cracks (b, c, and d) which measured approximately 0.7" each, and one crack(e) that measured approximately 5". The shrink wrap had been removed as received. Cracks were not observed on the jar lid. Solution did not remain inside the jar. The patch remained intact. Additional manufacturer narrative: updated sections concomitant medical products, device evaluated by MFR, and adverse event problem.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In this case, this patch jar got dropped and the liquid got leaked before use. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this patch jar got dropped and the liquid got leaked before use. There was no problem observed with packaging when arrived at the hospital. Since this surgery was an urgent surgery, all possibilities were thought of and this patch was prepared as a standby. When the nurse was moving this patch from a storage room to operation room, this patch jar got dropped from a cart and it hit the ground. The distance from the cart to the ground was approximately 90cm. After the jar got dropped, since there was no problem observed, this patch was kept in the operation room. However, this patch was not needed nor used for a surgery, so that a nurse was bringing this patch back to the storage room, jar leakage was noticed. There was no patient injury.

Manufacturer narrative:
Corrected data: device evaluation: the product was returned for evaluation. Customer report of damaged jar was confirmed. As received, the patch jar had a 5.6" crack along the side of the jar, and extended by 2.1"(a) across the bottom of the jar. The bottom of the jar also had three other cracks (b, c, and d) which measured approximately 0.7" each, and one crack(e) that measured approximately 0.5". The shrink wrap had been removed as received. Cracks were not observed on the jar lid. Solution did not remain inside the jar. The patch remained intact.